Event description:
Additional information indicates the extension was replaced which resolved this issue.

Manufacturer narrative:
The event of lead, low impedance was reported to abbott. The physician was going to replace the ipg as a precaution to prevent a future surgery but during the procedure it was determined the ipg had plenty of life remaining and was functioning properly. Only the extension was replaced during the surgery which resolved the low impedance issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was receiving inadequate stimulation due low impedances. As a result, the patient may undergo surgical intervention on a later date.